Event description:
Pt implanted with prodisc-l at l5-s1. Malposition and low back pain reported and prodisc-l was explanted. Reportedly, pt was fused at l5-s1. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
This device was not marketed or approved in the us at the time of implant/explant. Device was not received at synthes. Device evaluation performed by independent facility. The polyethylene inlay showed adhesive abrasive wear, multidirectional scratching and ptting, anterior impingement zone, intact locking mechanism, minimal oxidation. Review of the manufacturing records has been requested. Expiration date and manufacturing date has been requested.